Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. It is unknown if the delivery system is available for return, it has been requested. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Iridodialysis, hyphema, microstent malposition, corneal opacification, eye pain, and unplanned secondary ocular surgical re-intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old female patient underwent cataract surgery on (B)(6) 2020 with implantation of the hydrus microstent in the left eye. There was no report of a complication during the cataract portion of the procedure, however during the microstent implantation the surgeon had limited visualization of the anterior chamber due to the patient's anatomical restrictions. There were several unsuccessful delivery attempts made, during which time the microstent was not positioned in the canal. The surgeon used micro forceps in an attempt to remove the microstent from the eye. However, when making this surgical maneuver, a portion of the iris was inadvertently grasped, resulting in iris bleeding; the surgeon therefore elected to leave the implant in place and close the eye. On (B)(6) 2020, the surgeon provided the following additional event information and background. The patient was hyperopic with a shallow anterior chamber. Intraoperatively, the hydrus was implanted posteriorly, not in schlemm's canal, but likely in the scleral spur. The surgeon experienced difficulty removing the microstent as the anterior chamber shallowed despite repeated use of viscoelastic. It was not possible to capture the hydrus without also grasping iris, which led to an iridodialysis. The patient was referred the same day to an anterior segment specialist for iris repair and microstent removal, but the referring specialist did not perform any surgical intervention at that time. The patient was placed on a combination iop-lowering topical medication and topical steroids (administered 6 times per day). The patient was last seen by the specialist on (B)(6) 2020. On (B)(6) 2020, the implanting physician examined the patient and the cloudy cornea was clearer and the patient's medicated intraocular pressure (iop) was 10-11 mmhg, but the hyphema had worsened or possibly re-bled and vision was poor. The blood appeared layered in the nasal area with lighter blood observed inferiorly. The patient was instructed to keep the head elevated and limit activities. The patient complained of some discomfort. The surgeon was unable to visualize the microstent or assess the size of the iridodialysis. An anterior chamber washout was being considered. The specialist examined the patient on (B)(6) 2020 and reports that the patient was improving, the hyphema was clearing, and iop was still good (unchanged). The patient will be ready for iridodialysis repair in the next 1-2 months. The next visit was scheduled for (B)(6) 2020. At the time of this report, the hydrus remained in situ and additional information had been requested.

Event description:
The following additional information and background was provided by the implanting surgeon. On (B)(6) 2020, the patient was examined by the anterior segment specialist who planned to perform an anterior chamber washout, hydrus microstent removal, and iris repair in approximately 2-3 weeks. On (B)(6) 2021, the surgeon reported that the patient had undergone iris repair, membrane removal, and hydrus explantation on an unknown date (estimate provided in d6b). The patient was doing well and had an intraocular pressure (iop) of 10 mmhg. The patient is scheduled to return to the specialist for an nd:yag capsulotomy procedure sometime in (B)(6) 2021. Follow-up was requested on (B)(6)2021; however, no response has been received to date.

Manufacturer narrative:
The explanted hydrus microstent was not returned by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).